Event description:
The lab manager called to inquire how an error message would be stored in the device memory. Manager then went on to say that a nurse used the suspect device on a pt and the nurse claims the device displayed an error message on the screen after performing a blood glucose test on the pt. The suspect device's memory was then downloaded and a result of 22 mg/dl was found. The reporter was questioning the difference in the memory versus what the nurse reported. The last three results saved in the suspect device memory were 87 mg/dl at 12:22, lo at 5:03 and 30 mg/dl at 5:05 and 22 mg/dl at 11:46. The lab manager then stated the pt is now expired. No other info was provided. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.